Manufacturer narrative:
Complaint conclusion: as reported, the physician was unable to pass guidewire through the re-entry cannula and was unable to properly observe the cannula. The device entered the patient, however, was unable to cross the lesion, therefore, the physician removed the device and continued the case. During the product evaluation, a kink condition was observed at 2.5 cm from the distal tip and it was observed that a puncture at this location was caused by the cannula needle which was protruding from the body shaft approximately 1 mm. Additional information is unavailable.    A non-sterile unit of the outback was received inside of a plastic bag. A guide wire was received stuck inside the catheter. A kink condition was observed at 2.5 cm from the distal tip and a puncture at this location caused by the cannula needle which was protruding from the body shaft approximately 1 mm was observed. The device was cleaned with peroxide and blood residuals were observed. The guide wire was removed from the catheter body; however, functional analysis could not be performed since the cannula needle could not be retracted due to the puncture condition observed on the body shaft. The device was inspected under the vision system and it was observed that the cannula needle was pricking to body. Review of lot 17310096 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.    The event reported by the customer as "failure to cross/ cto catheter system" cannot be evaluated due to the nature of the failure. The event reported by the customer as "cannula wire port/guidewire lumen/obstructed - in-patient" was confirmed due to the condition in which the product was received. The exact cause of the reported events could not be conclusively determined. However, procedural factors might have contributed to the cause of the reported events by the customer. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the product analysis nor the device history record review suggest that the events reported could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the physician was unable to pass guidewire through the re-entry cannula and was unable to properly observe the cannula. Device entered patient, upon failure to cross the lesion, the physician removed the device and continued the case. During product evaluation, a kink condition was observed at 2.5 cm from distal tip and it was observed that a puncture at this location caused by the cannula needle which was protruding from the body shaft approximately 1 mm.